Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found out of specification in relation to the customer reported 'repeating downstream occlusion with no actual occlusion' which was reproduced while running a loaded set during evaluation. A review of the event history log identified downstream occlusion messages. The reported condition was verified. The cause was determined to be the downstream sensor readings out of range. The downstream tubing guide was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a repeating downstream occlusion with no actual occlusion. The event happened during testing in the biomedical service department. There was no patient involvement. No additional information is available.